Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's parent reported their daughter's adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. Caller reported receiving a sensor scan result of 253 mg/dl and the customer was taken to the hospital where an hcp obtained a reading of 21 mg/dl on the hcp device. It is unknown how much time elapsed between the two comparison results. Customer was administered glucose "via glucosteril 50 and ig 100ml injection jonosteril plastic bottle 500ml ". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. Country was incorrectly documented in the initial MDR report.

Event description:
Customer's parent reported their daughter's adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. Caller reported receiving a sensor scan result of 253 mg/dl and the customer was taken to the hospital where an hcp obtained a reading of 21 mg/dl on the hcp device. It is unknown how much time elapsed between the two comparison results. Customer was administered glucose "via glucosteril 50 and ig 100ml injection jonosteril plastic bottle 500ml ". There was no report of death or permanent injury associated with this event.